Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9lpeb03a, which gave a satisfactory performance.

Manufacturer narrative:
The customer stated that she does not washes her hands prior to testing. As per the contour next link 2.4 blood glucose monitoring system user guide "wash hands and dry well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer from (B)(6) reported that within 3 minutes, she obtained blood glucose readings of 21.9 mmol/l and 10.6 mmol/l on two separate contour next link 2.4 meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit and test strips were sent to the customer.